Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a supply bag becoming disconnected from the cassette line is a known cause of air being introduced into the set up, resulting in this alarm. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line/set). This event occurred during fill cycle two of four of peritoneal dialysis therapy while the patient was connected. The caregiver stated that a bag had become disconnected without falling. The technical service representative assisted the caregiver in clearing the alarm and advised the caregiver to finish therapy with manual supplies or restart with new supplies. There was no patient injury or medical intervention reported. No additional information is available.